Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations there was mode switching, far field r-wave (ffrw) oversensing, and undersensing occurring with the patient's right atrial (ra) lead. Reprogramming was performed, and the lead remains in use. No further patient complications have been reported as a result of this event.